Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer made contact with customer to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 301mg/dl. The expected fasting blood glucose test result range is 124-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was not performed by the customer (customer declined). The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is two months ago. The meter memory was reviewed for previous test result history: (B)(6).